Event description:
It was reported that during the case, the pressure output of the product was run using minimum settings. The settings ran between 10-20 ml/hg with a flow of 1.0-1.3 l/min. It was further reported that the pt had severe pain in the calf muscle below the surgery site after the case. The pain was diagnosed by the surgeon as compartment syndrome. As a result, the pt had to stay in the hospital so that the excess fluid from the body could be removed.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.